Event description:
Reportedly, the pt was being treated for digestive hemorrhages and in very critical condition prior to the first surgery. The actual procedure being performed is unclear at this time. The pancreatic duodenal vein was sealed with the ligasure device. A re-operation had to be performed because it was felt the pt was bleeding internally and their condition was deteriorating. The surgeon discovered the original ligasure seal was not "good". The pt died 15-20 hours after the second operation.